Manufacturer narrative:
Unit received with critical pump error (open book image) and pump error 35 due to severely corroded force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Unit received with severely corroded electronic assembly and moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump start beeping and alarmed critical pump error. The customer¿s blood glucose level was unknown. It also stated that the customer received broken force sensor error displayed before critical pump error image on screen. The customer was advised that insulin pump needs to be replaced and revert to the backup plan. The insulin pump will not be returned for analysis.